Event description:
A cracked and shattered touchscreen was reported, rendering the pump's touchscreen unresponsive and unusable. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy for continuous insulin delivery and was instructed to place the pump into storage mode before returning it.